Manufacturer narrative:
(B)(4). Actual product returned. The tip of the needle was as expected. However, the needle was bent near the swage area; also, the area of swage was observed broken. Marks were observed on the swage area of the needle. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown procedure and suture was used. During the procedure, the tip of the needle was bent from first pass. There were no adverse consequences to the patient.